Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station battery had corrosion. A field service engineer replaced the battery and powered on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, upon completion of the scheduled docking board replacement in preparation for the upcoming 1.7 software update, it was discovered that the unit had a corrosive buildup on the internal battery. There were no delay, no adverse events or injuries reported based on this event.